Event description:
Over a period of 2 months, bought 3 cvs health digital thermometers. Product: 5042842562, and lots: 2307 and 2306. The thermometers give readings that are 1-2 degrees lower than expected. We checked against our regular thermometers and had readings of 98 degrees f and higher vs 97 degrees and lower with the cvs thermometers. Distributed by 180 innovations denver, co and manufactured by k-jump health co, ltd in china. These thermometers are not properly calibrated and represent poor quality control. No harm to us, but we were provided 3 different thermometers as part of our medicare advantage program. Each time we complained they just gave another inaccurate thermometer. Reference reports: mw5153709, mw5153710.